Event description:
The introducer broke off at the hub when attempting to insert (during insertion) into the patient. This is the most distal end of the introducer and would not be inserted into the patient. This did not cause any injury or retained material.